Manufacturer narrative:
On 2/16/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system. Lasso catheter. Baylis medical transseptal needle. Baylis generator. Baylis medical torflex fixed sheaths (2). (B)(4). Contact force throughout the case ranged from 7-52 grams. It was noted that the physician was notified when contact force reached 40 grams or greater. It was not determined if contact force during lesion application was related to the tamponade. Irrigated catheter flow was set at 8 ml/min while ablating at 25 watts. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds. There is no information regarding spi value. Smarttouch catheter was in close proximity to the lasso catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.

Event description:
It was reported that a (B)(6) female patient underwent a redo pulmonary vein isolation (pvi) ablation procedure for persistent atrial fibrillation with a thermocool smarttouch bi-directional sf catheter (stsf) and suffered a cardiac tamponade requiring pericardiocentesis and pericardial drain. After mapping with the lasso and the stsf, and ablating with the stsf, the patient became hypotensive. Tamponade was confirmed via intracardiac echocardiogram. Remainder of procedure was aborted. Protamine was administered to reverse the effects of heparin. Pericardiocentesis yielded 405 cc initially plus an additional 50 cc over 24 hours. Patient was reported to be in stable condition while under observation in the electrophysiology lab. Patient did not require extended hospitalization as a result of this adverse event but did require an overnight stay in the coronary care unit for pericardial drain maintenance. Patient outcome was improved. Cardiovascular medical history includes underlying restrictive heart disease. It was noted that fast anatomical mapping (fam), computed tomography (CT), and intracardiac echocardiography (ice) revealed normal anatomy. It was also noted that the pre-procedure baseline ice and transesophageal echocardiogram (tee) revealed a mild/minimal effusion. Physician did not provide a causality opinion. Transseptal puncture x 2 was performed without difficulty using a baylis medical transseptal needle at 10 watts/2 seconds and a baylis generator. Sheaths used were baylis medical torflex fixed x 2. Generator was on standard stsf settings to include power control mode at 25 watts (not titrated). Overall ablation time for the 6 ablations performed around the right inferior pulmonary vein (ripv), the right superior pulmonary vein (rspv), and the posterior wall was 2 minutes and 30 seconds. Dragging lesions were performed on the posterior wall at a maximum of 30 watts.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent a redo pulmonary vein isolation (pvi) ablation procedure for persistent atrial fibrillation with a thermocool smarttouch bi-directional sf catheter (stsf) and suffered a cardiac tamponade requiring pericardiocentesis and pericardial drain. The returned device was visually inspected, and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by carto 3 system with no error messages and proper visualization. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. Finally, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.